Event description:
The email received from affiliate indicated that, this patient experienced an episode of restenosis 22 months after the implant of a cypher stent in the left anterior descending branch.